Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined a conclusive cause for the reported difficult to deploy cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a pseudoaneurysm arising from the junction of the tibioperoneal trunk and posterior tibial artery. A 2.8 x 26 mm graftmaster covered stent was deployed which sealed the pseudoaneurysm. A mild residual stenosis was noted in the stent; therefore, post-dilatation was performed with an unspecified 3.0 x 40 mm balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.